Event description:
During an in-clinic follow-up, intermittent capture, and increased sensing was observed on the right ventricular (rv) lead. Diagnostic imaging confirmed the dislodgement on the rv lead. The rv lead was explanted and replace to resolve the event. The patient was stable.